Manufacturer narrative:
One used device was evaluated. Visual inspection found a particulate that was identified as a hair inside of the soluset. The catalog number provided is the domestic list number that is comparable to the international list number.

Event description:
The customer contact reported particulate inside the soluset. The soluset was being used to deliver an unspecified solution. After an unspecified length of time in use, the parent of the pt noted a "hair" that was "2-3 inches long" inside the soluset and notified the physician. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported that a sample of the IV fluid in the soluset was sent for culture. Though requested, no additional information was provided.